Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the rotations per minute (rpms) was below the operational specifications, there was a hole in the hose near the muffler and the modified set screw failed the loctite assessment. During service/repair, it was observed that the vanes were worn out causing the device to run below the rpm specification. It was further determined that the device failed pretest for rotational speed, loctite (modified set screw - no movement between components and a "click" heard and felt), and visual assessment. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device had no power. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) was below the operational specifications. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.